Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 38-45 mg/dl. Low bg cause was not known. The customer's boyfriend provided assistance and the customer consumed carbohydrates, orange juice, sugar, and a glucose beverage to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.